Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 along with concurrent lash due to pop, hypermenorrhea with abnormal uterine bleeding, severe pelvic pain, severe dysmenorrhea and symptomatic cystocele. It was reported that following insertion the patient experienced pain, urinary/bowel problems, bleeding, dyspareunia and vaginal scarring. (B)(6). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and on (B)(6) 2007, and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent operative lap. With lysis of adhesions, exploration of port site, reduction and repair of herniation on (B)(6) 2007 due to persistent abdominal pain with abdominal mass, s/p lap. Hysterectomy. No additional information was provided. (B)(4).